Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0039990r, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
It was reported the patient was in the hospital because he was running a high temperature and vomiting. At the hospital a bowel obstruction was found and resolved. When the patient was to be discharged, the nurse noticed right above the pump and below the pump there was a tiny hole with fluid infections seeping out of it. There was an infection under the pump at the time of the report. Five days later it was reported the patient¿s pump was infected and ¿all pussed out.¿ the patient was being brought to the hospital urgently for removal. There was no time for dose titration or reduction. A cerebrospinal fluid culture was taken and was negative. It was later reported the last refill was (B)(6) 2013. The signs and symptoms of the previously reported infection were fever and pocket erosion. The infection location was the device pocket. The patient was given intravenous and oral antibiotics and had a total device system explant. There was a rapid wean for 3 days prior to explant with no symptoms. The patient had the following risk factors before the implantation of the device: debilitated status and urinary tract infections. The patient also had a colostomy and urostomy and lived in a nursing home.